Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Procedure: "plif", levels: l5/s it was reported that , intra-op, when the surgeon tried to perform final tightening,"s1-(r)" screw was spun. Other set screw was used but it was spun too. The surgeon tried to do same thing with another set screw but it was spun as well. The set screw idled when final tightening using the counter torque. They did not use intraoperative imaging so it is unknown about height difference between the rod and the screw saddle. Threads of the set screw was damaged. The product did not broke. No patient complications were reported.

Manufacturer narrative:
Product analysis:macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.